Event description:
It was reported that the patient experienced bleeding on (B)(6) 2022. It was noted that the implant was complicated with cardiac tamponade due to apical tear on (B)(6) 2022. Surgical intervention was required 2 times overnight on (B)(6) 2022. The chest was left open and on wound vacuum assisted closure. The patient was scheduled to return to the operating room for chest closure on (B)(6) 2022. Diuresis was recommended. The patient recovered and was doing well. The patient was intubated until (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported event cannot be conclusively determined through this evaluation. It was reported that the left ventricular assist device (lvad) implantation was complicated with cardiac tamponade due to an apical tear on (B)(6) 2022. Bleeding occurred. Surgical intervention was required twice overnight on (B)(6) 2022. The chest was left open and on wound vacuum assistance closure. The plan was to return to the operating room (or) for chest closure on (B)(6) 2022. Diuresis was recommended. Additional information communicated on (B)(6) 2022 stated that the patient was recovered and doing well. They were not randomized because they remained intubated until (B)(6) 2022. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and pericardial fluid collection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.